Manufacturer narrative:
This report is being submitted as part of a system level review which will include a n investigation of all potential fresenius products being used at the time of event. The pt's medical records were received and a clinical investigation was completed. Based on the 27 pages of medical records info it appears that on (B)(6) 2015 the pt was admitted to the hospital and diagnosed with nstemi. In additional, the pt was found to have pleural effusion. According to the peritoneal dialysis registered nurse, the pt was completing treatment at the time of his myocardial infarction. Pt did not exhibit chest pain but, had been short of breath for approximately a week before hospitalization. The shortness of breath was the reason pt presented to the ER. According to the physician notes, the pt's troponin level was artifically elevated due to the pt's congestive heart failure with renal failure. Pt had been experiencing symptoms for days prior to the hospitalization. A supplemental report will be submitted upon completion of plant's investigation.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported a pt experienced a myocardial infarction (mi) and was subsequently hospitalized. The pt was completing pd treatment at the time of his mi. The pt's medical records revealed the pt is an (B)(6) male who presented to the ER on (B)(6) 2015. The pt felt sick approximately one week prior to the hospitalization. Pt had been put on zithromax prior to hospitalization but progressively got short of breath and more fatigued. Pt was instructed by the pd clinic to go to the ER. The pt was diagnosed and admitted into the hospital with a primary diagnosis of non st-segment elevation myocardial infarction (sntemi) and stated on a heparin drip. The pt had a secondary diagnosis of healthcare associated pneumonia pleural effusion. It was determined that the pt was in fluid overload that led to congestive heart failure. The pt continued pd treatment. During his hospitalization, the pt continued to have wheezing and a productive cough of yellow sputum.

Manufacturer narrative:
The actual device was not returned and the lot number was unknown. No device history record review was performed since the lot number is unknown and no information was found in the sap system from this customer related to a possible lot number. A 3 month record review was screened and showed no known lot numbers delivered to the patient within the time frame. Since the sample was not available for investigation, no analysis was performed and the complaint is deemed "not confirmed."